Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an ablation procedure while the physician was preparing the transseptal needle by inserting into a competitor sheath, the needle tore the dilator of the sheath. The sheath and needle were replaced and the issue repeated. The physician was able to complete the puncture with the second needle. No patient complications have been reported as a result of this event.